Manufacturer narrative:
Method: no product was returned for eval and investigation. The lot number was not provided, therefore, the device history records could not be reviewed. Results: the info contained herein is based on the info provided by the initial reporter. The report did not provide any specific info concerning the procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted.

Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: shoulder surgery. Cathplace: left shoulder joint. Pt allegedly suffered permanent loss of cartilage in his shoulder and required shoulder replacement, as the result of placement of a pain pump which delivered pain relief medication into his shoulder joint continuously for up to 48 hrs after surgery on or about (B)(6), 2003.